Manufacturer narrative:
Follow-up #1: date of submission 08/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: moisture was observed under display lens. Keypad is undamaged, all buttons are unresponsive. Cracked battery compartment below grip pad to case seal. Base crack was found between case seal and keypad. Leak test failed due to pump case leak. Opened keypad, no contaminants found under contacts. Opened pump, moisture found on keypad flex connector, and on all internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.